Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was attempted and was successful. The patient opted to have the lead replaced and was doing well postoperatively. The explanted device was discarded.